Manufacturer narrative:
Device sample not returned to manufacturer in time for this report. A device history record (DHR) review did not show any issues related to this complaint.

Event description:
The event is reported as: complaint alleges: device misfired during use. No patient injury reported. Patient's condition listed as fine.